Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072020.

Event description:
It was reported that the patient had high impedances on the leads which resulted to loss of stimulation despite reprogramming. The patient underwent a lead revision procedure wherein only one lead was replaced. The patient was doing well postoperatively and explanted lead will no be returned.